Event description:
It was reported that, the patient experienced infusion set detachment, infusion set cannula was coming loose every other day after insertion and patient experienced moderate signs of parkinsonism event occurred on 20-apr-2026.

Manufacturer narrative:
E1: patient country: netherlands. Name: abbvie inc. Address: 1 north waukegan road. City: north chicago. State: illinois. Zip code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.